Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical consequences of stress shielding after porous-coated total hip arthroplasty" written by c. Anderson engh, jr., md; anthony m. Young, mse; charles a. Engh, sr., md; and robert h. Hopper, jr., phd published by clinical orthopaedics and related research number 417, pp. 157-163 (2003) was reviewed. The article's purpose was to identify the clinical predictor of femoral stress-shielding (bone resorption) and, more importantly, to compare the clinical outcome of patients with and without evidence of femoral stress-shielding. Data was compiled from 201 patients (208 hips) receiving tha implants between 1982 and 1984. All patients received depuy implants. Depuy products utilized: aml monoblock stems, aml trispike cup, poly liners. Adverse events: radiographic detection of stress shielding, osteolysis (associated with liner wear), revisions for the following reasons: loose cup, recurrent dislocation, liner wear, loose stem, infection; second revision for: recurrent dislocation, loose cup and liner wear.